Event description:
It was reported to boston scientific corp that during a vaginal vault suspension procedure using an uphold vaginal support system, the needle detached from the mesh leg assembly when the physician was loading it into the capio device, outside the pt. The procedure was completed with another uphold vaginal support system without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).